Event description:
It was reported that the customer's continuous glucose monitor (cgm) value was not automatically appearing on the bolus screen of their insulin pump, although their cgm session was active and the cgm trend arrow was visible. There was no adverse impact to the customer's blood glucose level. Technical support agents tried to diagnose the issue by reviewing logs and confirmed that the customer continued experiencing the problem. They advised the customer to manage the expired cgm error notifications and indicated a follow-up plan to investigate the cause further and resolve the issue.